Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a dissection occurred. The 80% stenosed, long defuse, target lesion was located in the mildly tortuous and non-calcified left anterior descending artery (lad). After pre-dilating the lesion with a 2.5 x 12 mm non-boston scientific semi- compliant balloon catheter, a 3.00 x 48 mm synergy drug-eluting stent was advanced and deployed at 14 atmospheres. However, during the procedure, a flow-limiting dissection at the proximal edge was noted. To cover the dissection, a 3.5 x 12 mm synergy des was deployed. The procedure was completed, and the patient remained stable.